Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that starting on the day prior to the report they patient was unable to charge the implantable neurostimulator (ins) and they were seeing the not compatible screen on the patient programmer when they tried to interrogate the ins. The patient tried to charge and it continuously brought them back to the press start charge button screen. The patient was feeling stimulation. They charged every four days. The patient also added that they were getting a shocking type sensation but the manufacturer representative (rep) was unable to determine when the issue started occurring. The patient saw a message on the screen of their recharger, reposition screen. The patient had a shocking sensation that was related to positional movement. They were walking when they got shocked. They were able to change the stimulation and the patient did have adaptive stimulation. Some groups have adaptive stimulation and some did not. The patient tried another group and this did not resolve the issue. The patient had tried different groups and had lowered stimulation to a point where they could not even feel it but they still got shocked. The implant was off and they still got shocked. The patient noted that the implant &#49665;d a mind of its own&#56224;the shocking was down the right leg and back. The patient had the device checked and was told that it was fine. The device was implanted for back and leg pain. Since implant the pain seemed to be getting worse. On (B)(6) 2015 the patient was in a lot of pain when walking up the stairs. The patient could change the stimulator by touching their back. There was a lot of pain when walking on (B)(6) 2015. The back and leg pain was getting worse on (B)(6) 2015. The patient was able to change the stimulator by touching the back on (B)(6) 2015. Over the weekend the patient programmer and recharger was not communicating with the ins. The recharger device was not working, the screen of the charger showed a cloud, a triangle with an exclamation point and a thunder bolt. The device would not work. The patient was worried that the device would go dead. The patient indicated that this had been resolved. On (B)(6) 2015 the rep indicated that the stimulator would not turn off, the patient was feeling stimulation, occasional surges, thought that they could be postural. Antenna locator was successfully performed and then a physician mode recharge (pmr) was initiated with the stimulation on. The stimulation stopped a few times into the pmr, and the patient charged the device full from half where it was then turned the stimulation back on and everything worked normally. The cause for the ins not charging or communicating with the patient programmer was unknown. The cause for the shocking sensation was unknown. It was also unknown if the shocking started again after normal operation started again. Other relevant medical history includes spinal pain. The outcome of this event is unknown, further follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.